Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. The pressure sensor's zero offset was slowly drifting, causing drifting peep (positive end-expiratory pressure) and failed pressure transducer test, confirming the reported issue. The pressure sensor bridge was unbalanced, which affects the zero offset. The root cause of the unbalanced pressure sensor bridge has not been determined. The offset drift may lead to low/high (peep) and high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).